Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer could not get insulin to fill in the infusion set tubing. Reportedly, the supplies were changed multiple times prior to the report. Customer's blood glucose was 255 mg/dl. Insulin delivery was resumed.